Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and healthcare professional (hcp) via a manufacturer's representative (rep) regarding the patient who receives dilaudid at a concentration of 15mg/ml and a dosage of 1.5mg/day via an implantable infusion pump for malignant pain. It was reported that the patient was experiencing pain with where the pump was placed. The hcp decided to do a pocket revision and move the pump up about 3 inches. No environmental or external factors contributed to the issue. No diagnostics or troubleshooting was performed. The issue was resolved at the time of the report.